Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated patient results when using architect total bilirubin. Initial results were approximately 200 umol/l and repeats were less than 10 umol/l. Sample ID: (B)(6) initial result 247.0 umol/l and (B)(6) initial result 229.1 umol/l. No impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Service replaced the seal-tips from the r2 line (a and b) and replaced the poppet valves of the int. Probe wash 2, and the aero rgt prb (l)_list number 09d48-02, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.